Manufacturer narrative:
P-cap or reservoir locks properly into place. Blank display due to corroded electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hairline crack on back while she was in shallow end pool. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.